Event description:
It was reported that this pacemaker system recorded three signal artifact monitor episodes. Device data was sent to technical services (ts) for review. Device data determined that no minute ventilation oversensing occurred. The right ventricular (rv) lead lead exhibited high out of range pace impedance measurements when programmed rv electrode to can. There was also noise noted on the rv channel. Due to the reported observations ts determined the outer conduction of the rv lead was fracture and at risk of the inner conductor coil to fracture in the future. Ts then provided further troubleshooting options and recommended performing an x-ray to evaluate integrity. This lead remains in service. No adverse patient effects were reported.